Manufacturer narrative:
Patient height reported as 5¿4¿. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part: 02.118.004 , lot: 9512579 . Manufacturing site: (B)(4). Release to warehouse date: 17.jun.2015 . The device history record shows this lot of 6 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal procedure due to pain on (B)(6) 2018. Hardware removed during the procedure involves one (1) locking compression plate (lcp) one-third tubular plate with collar, one (1) variable angle lcp medial distal tibia plate, seven (7) cortex screws, two (2) locking screws with stardrive and five (5) variable angle locking screws with t8 stardrive. The hardware was implanted on an unknown date. During the procedure the five (5) variable angle locking screws broke. The broken screws were fully removed. The bone was healed and no additional hardware was implanted. The surgery was successfully completed with no surgical delay. The patient outcome is unknown. This report addresses the revision surgery due to pain. Additional products involved are addressed in (B)(4). The intraoperative issue with the broken screws is addressed in (B)(4). This report is for one (1) 2.7/3.5mm va lcp medial distal tibia plate. This is report 3 of 6 for (B)(4).